Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation 218-220 mm and 437-441 mm from the terminal pin. The conductor coils were deformed at 199 and 205mm, most likely due to the suture sleeve tie down. The lead tip was bent between the helix housing and the anode ring at a 39 degree angle. There was dried body tissue stuck in the helix. Additionally, the insulation between the helix housing and the electrode ring was stretched causing a metal to bond separation. Resistance testing were completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.